Manufacturer narrative:
Siemens is currently conducting an investigation into the reported event and a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a patient could not be registered via sensis on the artis q biplane system, therefore, x-ray was not possible. The patient was relocated to another system without incident. We are unaware of any impact to the state of health of the patient involved.